Event description:
It was reported that during a percutaneous coronary intervention procedure slow deflation occurred. The physician made a comment that he thought the apex balloon had a slow deflate time. The physician was unable to pinpoint a specific procedure where this issue occurred; however, he remembered the apex balloon having a slow deflation time when he used the device. It was noted that the physician did not have any trouble deflating the balloon. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed. (B)(4).